Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. Customer reported the air bubbles were bigger than champagne air bubbles. The customer's blood glucose was 300 mg/dl. The customer stated the insulin pump was not rewound with a reservoir in place. Customer also reported the insulin was stored at room temperature. The customer was advised to change the infusion set. Customer declined to return the reservoir for analysis.